Event description:
Bayer case number: (B)(4) there is peritoneal contrast from the perforation of the uterus by the cathete [uterine perforation post procedural] , increasingly severe pain, chronic pelvic pain [pelvic pain female], discomfort [pelvic discomfort], heavy menstrual bleeding [heavy menstrual bleeding] , abdominal pain [abdominal pain] , excessive hair loss [hair loss] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("there is peritoneal contrast from the perforation of the uterus by the cathete") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned uterine prolapse. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), pelvic pain ("increasingly severe pain, chronic pelvic pain"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy with uterosacro vault suspension). Essure was removed on (B)(6) 2024. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain and alopecia had not resolved. The outcome of uterine perforation was unknown. The reporter considered abdominal pain, alopecia, heavy menstrual bleeding, pelvic discomfort, pelvic pain and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: details: contrast was injected and show the catheter passed through the uterine wall into the peritoneal cavity. The catheter was pulled back into the uterine cavity and contrast injected. There is peritoneal contrast from the perforation of the uterus by the catheter. There is no evidence of fallopian tube patency on these images. Summary: 1. Post essure procedure. 2. There is no evidence of patency of the fallopian tubes. 3. The catheter spontaneously passes through the uterine wall into the peritoneal cavity.; (date unknown): results: coils were properly placed. Quality-safety evaluation of ptc: for essure: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: 14-feb-2025: medical record received. New event uterine perforation was added. Essure removal surgery details are updated. Lab data added. Additional reporters added. Case comments: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain, chronic pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that plaintiff never experienced this event prior to essure insertion procedure. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was not regarded as incident because neither hospitalization nor intervention to prevent permanent damage was reported. Additionally, non-serious events were reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.